Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the battery gauge was fluctuating. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 310 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.